Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not functional) has been confirmed. Upon investigation the monitor response buttons were not functional and the rear response button did not light. The cause for the failure was isolated to corrosion caused from liquid contamination on j1005, u201, j1002 and j1003. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the response buttons were non-functional.